Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose reading of 390 mg/dl and she experienced the symptom of vomiting and tested positive for large amounts of ketones. The patient was admitted to the hospital for one day and treated intravenously with fluids. The patient had been off insulin pump therapy due to a casing issue with the pump. The patient¿s mother noted she had forgotten to give the patient her injection of lantus insulin. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after removing the pump due to a casing issue, and was hospitalized and received intravenous treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/22/2014 with the following results: no defect was found. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.